Event description:
It was reported that the device was used during a laparoscopic nissen fundoplication. It was reported by the rep that the diaphragm of the primary port trocar of the 512sd was torn even before the 1st instrument or camera was introduced. The assistant inserted the trocar in the umbilicus but appeared to have difficulty inserting it due to the pts size and thicker tissue layers. After insertion, the tear in the diaphragm was detected and the trocar was replaced with a new one to complete the case. There was no pt consequence.